Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band was broken, and the row board cable was damaged. A field service engineer removed the drawer from the chassis to inspect the row board and cables. The engineer replaced the broken retractor band and the damaged row board cable. The drawer was successfully tested using the hardware test application diagnostic, and the functionality was confirmed. Proactive system inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer cubies in row had not been retested on the bus and retractor band was broken. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.